Manufacturer narrative:
Follow-up # 1 (05/24/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) with the following findings: on (B)(4) 2012 the meter passed testing with no faults found. The primary complaint was not confirmed. On (B)(4) 2012 the test strips were returned and evaluated by pa. The test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was giving her inaccurate high readings as compared to her feelings/normal results. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2012. The mss was advised by the patient that she obtained the alleged high readings on these following days and times: "(B)(6) 2012 at 10:00am 138mg/dl, (B)(6) 2012 at 9:00am 97mg/dl, (B)(6) 2012 at 2:00pm 141mg/dl and on (B)(6) 2012 at 9:00am 179mg/dl." The patient stated that she manages her diabetes with oral medications, 1000mg of metformin and 10mg of glyburide, both taken twice a day, diet, and exercise and took her usual dose of medications in response to the reported issue. A week after the alleged issue occurred, the patient claimed to have developed symptoms of being "sweaty and weak", symptoms that the patient normally "associates with low sugars." The mss was informed by the patient that on (B)(6) 2012 at 3:00pm, she received a phone advice from her doctor to "get more exercise and to replace the meter due to its age." At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the patient did not have any control solution available. Replacement products were sent to the patient. Although the patient did not receive any treatment for an acute complication of diabetes, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.